Event description:
It was reported that catheter deployment detection did not work properly. Subsequently, the procedure was cancelled. During an ablation procedure, an intellamap orion catheter was selected for use. When deploying the catheter into closed and open basket positions, the image on opal did not change. Three of the electrodes were observed to be damaged. At that time the physician chose to discontinue the procedure. Mild sedation was used. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellamap orion catheter was visually inspected, and no visual defects were noted. Functional testing showed that the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was also performed, and no electrical problems were found. During the electrical testing, the device was recognized by the rhythmia hdx system. With all available information the reported event of catheter deployment detection issue could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that catheter deployment detection did not work properly. Subsequently the procedure was cancelled. During an ablation procedure, an intellamap orion catheter was selected for use. When deploying the catheter into closed and open basket positions, the image on opal did not change. Three of the electrodes were observed to be damaged. At that time the physician chose to discontinue the procedure. Mild sedation was used. No patient complications were reported. The device is expected to be returned for analysis.